Manufacturer narrative:
Date of event: exact date unknown, event occurred several months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional. The ipg was replaced and the patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was not released by the medical facility.